Event description:
On (B)(6) 2016, (B)(6) year old female had a colonoscopy procedure completed. The procedure went without incident and the pt was discharged. For a few days, she continued to feel bad with dizziness and nausea. By (B)(6) 2016, she came back to the emergency department and CT scan revealed a splenic laceration. She was placed in the micu. Surgery consult completed and surgery not needed at this time. Pt went home three days with n/v and left sided abdominal pain and sob. Admitted to ICU for 3 days. Initial labs revealed hgb 7.9, ast>2250, alt 1880 (baseline lfts wnl), CT a/p positive for hemoperitoneum adjacent to the spleen with concern for extravasation. Admitted to micu hemorrhagic ascites and liver failure, and received 2 units prbcs due to down trending hgb to 7.5 on (B)(6) 2016. Gi was consulted, noted that bleeding could be secondary to traction injury of splenic ligaments, with recommendations to transfuse to hgb 10 (with pulm approval), hgb check q2-4 hours, and monitor lfts q6h. Pt hgb remained stable around 9. Lfts trending downward. Pt remained hemodynamically stable for discharge. Route: rectal. Dates of use: (B)(6) 2016. Diagnosis or reason for use: therapeutic colonoscopy with polypectomy/poly biopsy. Is the product compounded: no. Is the product over-the-counter: no.